Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly, unexpected restart alarm and low battery alarm on the insulin pump. Troubleshooting for keypad anomaly was performed. Customer advised that the insulin pump malfunctioned and during a bolus attempt the numbers continue to scroll up. Customer advised the buttons were unresponsive, they go through batteries frequently and they received an unexpected restart alarm. Troubleshooting for low battery was performed. Customer advised they were stuck in a rewind loop and the unexpected restart alarm was the main problem. Troubleshooting for unexpected restart was performed. Customer advised the alarm recurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.